Event description:
The manufacturer received information alleging an issue with a ventilator's display screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd display damaged was found. The device's lcd display needs to be replaced to address the issue. No repairs were done. The device was scrapped.